Event description:
Reportedly, the instrument cut but did not staple properly. The anastomosis had to be resected and a new anastomosis was performed. There was sigmoid tissue loss as a result of the resection.